Event description:
The facility reported an infusion pump with failure code 702. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump. No patient injury has been reported.